Event description:
In certain situations when entering a block, the program interprets the whole field as being blocked, and a high number of monitor units are calculated. The problem may occur when the block contour contains a large number of points and/or some of the points are very close together. If the problem occurs, a warning message "high absolute m.u./min. And/or high values detected" will be displayed, and calculated monitor units will be exceptionally high. If the warning is ignored, unplanned high doses could be delivered during treatment.